Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: (B)(4). Model: sc-8336-70. Serial: (B)(4). Batch: 7070069.

Event description:
It was reported that the patient was suspected to have had an infection. It was noted that the patient was in hospital post implant procedure due to a possibility of covid19 infection. It was also mentioned that the infection had traveled into patients shoulder. The patient underwent an explant procedure wherein all device components were explanted and patient was placed on antibiotics. The patient was doing well post explant. The ipg and lead will not be returned.